Event description:
It was reported that the device broke during case. No delay was reported and a back-up was used to complete the procedure.

Manufacturer narrative:
The lag screw driver was returned and evaluated. A visual inspection found that sharp burs have formed on the cap of the lag driver retaining rod. Additionally, the threaded end of the retaining rod has not suffered damage. Likewise, the lag screw driver has no obvious signs of damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. No additional complaints were found during the complaint history review. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.